Event description:
Healthcare professional reported via nbir "suspected/actual rupture/deflation" of a saline device. This record is for the right side. Device was explanted.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "suspected/actual rupture/deflation" of a saline device.